Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/essure coils through the serosa of the fallopian tube') in a 29-year-old female patient who had essure (batch no. 626811) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, skin lesion, uterovaginal prolapse, stress urinary incontinence, pelvic pain and paratubal cyst. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced rash ("hehy skin"), alopecia ("hair loss"), bladder prolapse ("prolapsed bladder"), nervous system disorder ("neurological conditions or problems") and hypertension ("blood or heart disorder/condition type: htn and htn orisis") and was found to have weight increased ("weight gain"). On (B)(6) 2008, the patient experienced inflammation ("allergic or hypersensitivity reaction type: inflammation") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced urinary tract infection ("bladder or urinary problems or changes: serial utis") and allergy to metals ("nickel allergy"). On (B)(6) 2009, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2009, the patient experienced fatigue ("fatigue"). On (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and uterine polyp ("uterine polyps"). On (B)(6) 2019, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy/). Essure was removed on (B)(6)2019. At the time of the report, the fallopian tube perforation, inflammation, urinary tract infection, rash, dysmenorrhoea, dyspareunia, fatigue, alopecia, migraine, allergy to metals, uterine polyp, weight increased, bladder prolapse, nervous system disorder, pelvic pain, abdominal pain and hypertension outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, bladder prolapse, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hypertension, inflammation, migraine, nervous system disorder, pelvic pain, rash, urinary tract infection, uterine polyp and weight increased to be related to essure. The reporter commented: insertion details- right-4, left-3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion.. Lot number: 626811 manufacture date: 2008-03 expiration date: 2010-02. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fallopian tube perforation quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2021: mr received. Reporter information , other relevant history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') in a 29-year-old female patient who had essure (batch no. 626811) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced rash ("hehy skin"), alopecia ("hair loss"), bladder prolapse ("prolapsed bladder"), nervous system disorder ("neurological conditions or problems") and hypertension ("blood or heart disorder/condition type: htn and htn orisis") and was found to have weight increased ("weight gain"). On (B)(6) 2008, the patient experienced inflammation ("allergic or hypersensitivity reaction type: inflammation") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced urinary tract infection ("bladder or urinary problems or changes: serial utis") and allergy to metals ("nickel allergy"). On (B)(6) 2009, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2009, the patient experienced fatigue ("fatigue"). On (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and uterine polyp ("uterine polyps"). On (B)(6) 2019, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, inflammation, urinary tract infection, rash, dysmenorrhoea, dyspareunia, fatigue, alopecia, migraine, allergy to metals, uterine polyp, weight increased, bladder prolapse, nervous system disorder, pelvic pain, abdominal pain and hypertension outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, bladder prolapse, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hypertension, inflammation, migraine, nervous system disorder, pelvic pain, rash, urinary tract infection, uterine polyp and weight increased to be related to essure. The reporter commented: insertion details- right-4, left-3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion.. Lot number: 626811 manufacture date: 2008-03 expiration date: 2010-02 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') in a (B)(6) year old female patient who had essure (batch no. 626811) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced rash ("hehy skin"), alopecia ("hair loss"), bladder prolapse ("prolapsed bladder"), nervous system disorder ("neurological conditions or problems") and hypertension ("blood or heart disorder/condition type: htn and htn orisis") and was found to have weight increased ("weight gain"). On (B)(6) 2008, the patient experienced inflammation ("allergic or hypersensitivity reaction type: inflammation") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced urinary tract infection ("bladder or urinary problems or changes: serial utis") and allergy to metals ("nickel allergy"). On (B)(6) 2009, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2009, the patient experienced fatigue ("fatigue"). On (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and uterine polyp ("uterine polyps"). On (B)(6) 2019, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, inflammation, urinary tract infection, rash, dysmenorrhoea, dyspareunia, fatigue, alopecia, migraine, allergy to metals, uterine polyp, weight increased, bladder prolapse, nervous system disorder, pelvic pain, abdominal pain and hypertension outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, bladder prolapse, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hypertension, inflammation, migraine, nervous system disorder, pelvic pain, rash, urinary tract infection, uterine polyp and weight increased to be related to essure. The reporter commented: insertion details- right-4, left-3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram on (B)(6) 2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: pfs received: reporters were added. Lot no. Was added. Patients demographic was added. Case become incident previously added injury nos was replaced with inflammation and new events- prolapsed bladder, htn and htn orisis, dysmenorrhea, dyspareunia, fatigue, hair loss, serial utis, migraines / headaches, neurological conditions or problems, nickel allergy, pelvic pain, abdominal pain, perforation (fallopian tube(s)), hehy skin, uterine polyps, weight gain were added. Lab test was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.